Manufacturer narrative:
Device evaluation: lens was returned in liquid in lens case/vial. Visual inspection found haptic torn/bent/broken/deformed. Unidentified foreign material was present on the lens surface. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13/1/93 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault, elevated iop, pupil block (with elevated iop) and angle closure (with elevated iop). The lens was exchanged for a shorter lens and the problem was resolved.